Event description:
A malfunction alarm identified as malf 12 was reported by the customer, and no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred.